Event description:
It was reported that at follow-up, an insulation damage was observed. X-ray found that the coil wires were separated from the lead body within the ra.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.